Event description:
The customer stated that she had been receiving low glucose readings using her contour meter and she wanted the meter replaced. She stated that she suffered a heart attack in august and was told by physicians that it was the result of uncontrolled blood pressure and blood glucose. The customer stated that her blood glucose readings were always low and she stopped using the contour because she did not trust it. She alleged that this was the reason for her to not be able to control her blood glucose. The customer no longer had the test strips that gave her the low readings. Control tests were performed using a new bottle of test strips and the results were within normal control range. The customer's meter and test strips are to be returned for eval. A new contour meter kit was sent to the customer.